Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) facility.

Event description:
It was reported that the lead impedance trend was usually around 600 ohms. However, trending revealed that twice, the impedance rose to 1200 ohms then returned to 600 ohms the following day.